Event description:
A male patient had a cypher stent implanted in the proximal left anterior descending artery (prox lad). That same day, the patient had a acute stent thrombosis which caused a myocardial infarction and a re-pci. The event involves a patient with a medical history including a previous percutaneous coronary intervention (pci), hyperlipidaemia and previous smoker. The patient's gender and medical history place him at increased risk for developing mace. Baseline medications included aspirin, clopidogrel, statins and beta-blockers. Pre-procedure cardiac enzymes (ck, ck-mb and troponin) were evaluated and found within normal levels. The patient underwent a pci indicated by unstable angina pectoris involving in-stent restenosis of a previously implanted driver bare metal stent in the proximal left anterior descending (lad). The proximal lad was described as 70% stenotic, type b1, timi flow 3, 3.5mm vessel reference diameter, 20mm long, smooth contour, concentric, slightly calcified lesion with no evidence of a thrombus. The safety and effectiveness of the cypher stent has not been established in this type of vessel and/or lesion. The use of intra-procedural aspirin, clopidogrel and unfractionated heparin was indicated. Act's were not monitored. The lesion was pre dilated before elective implantation of a cypher stent at a maximum inflation pressure of 14 atm for a resulting timi flow of three and 20% residual stenosis. Post-dilation was conducted because the stent was not fully expanded. The use of ivus to assess wall apposition was not conducted. According to the instructions for use, optimal wall opposition should be verified with routine angiography or with the use of ivus. The procedure was completed without any report of patient injury. Post-procedure medication included aspirin and clopidogrel. Sometime later the same day, the patient presented with elevated peak ck (5< above unl), peak ck-mb (5< above unl), troponin ( 3 above unl); a myocardial infarction was diagnosed. The patient underwent a re-pci with angiography that revealed in-stent thrombosis at the target lesion. Details of the treatment provided for the thrombosis was not specified. The patient's condition was reported to have resolved with unspecified sequela and he was discharged from the hospital four days later on a medication regimen including: aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The product remains implanted and thus unavailable for analysis. A device history record review of the involved lot revealed the product met quality requirements for product acceptance. Thrombotic events and myocardial infarction are known potential adverse events associated with coronary stenting. It is unclear if optimal vessel wall apposition was established. There are patient, vessel and procedural factors that may have contributed to the reported events. There is no indication the events are design or manufacturing.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.